Event description:
It was reported that the latex labeling was not clear on the latex foley catheter. The complainant noted that the latex label was small and on the front side of the packaging and could easily be missed and used on a patient with latex allergy/sensitivity.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to ¿user deviation from instructions for use¿. The lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required due to product the unknown product code. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the latex labeling was not clear on the latex foley catheter. The complainant noted that the latex label was small and on the front side of the packaging and could easily be missed and used on a patient with latex allergy/sensitivity.